Event description:
Device 1 of 2: reference MFR report: 1627487-2018-12475. It was reported the patient no longer receiving adequate stimulation therapy coverage of their pain pattern. Diagnostics identified one of the patient's scs leads had high impedance, effective stimulation coverage could not be established utilizing the other lead. Consequently, the physician decided to explant the patient's scs system.